Manufacturer narrative:
The reported field event of telemetry and capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that upon interrogation, loss of radio frequency telemetry was observed. The device was explanted and replaced. The patient was stable following the procedure and will continue to be monitored.